Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12-jan-2021, the investigation on the suspected medical device was completed. Investigation summary: during the visual evaluation of the device, a tear was observed on the posterior patch. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The analysis was completed based off of a photo that was received. Reason for device explant and/or reoperation: deflation. (B)(4). Investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed to be deflated. In addition, the tissue expander was observed to be colored with violet coloration. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a revision breast reconstruction with a 450cc mentor cpx 4 breast tissue expander with suture tabs prosthesis and experienced postoperative left-sided deflation. Ultrasound performed on (B)(6) 2020 indicated left-sided deflation. As a result, the patient underwent removal and replacement with an unspecified breast implant on (B)(6) 2020.